Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the 3.0mm hex driver is broken. No further details; additional information has been requested. Additional information provided 2/25/2019: during a right rtsa procedure, the tip of the screwdriver broke-off inside of the glenosphere set screw. The surgeon attempted to retrieve it drilling into the broken piece with an easy out from a screw removal set. The broken tip was left cold-welded to the glenosphere set screw following an unsuccessful attempt to remove and retrieve. Surgeon stated that the piece should stay where it was lodged. The case was completed with no further incident. Patient is a male, (B)(6).

Manufacturer narrative:
Complaint confirmed, the tip was found to have twisted before it broke off. The most likely cause is continually applying torque when the implant is not advancing and/or prying and leveraging the device during use.